Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 22, a failure occurred upon insertion. Clinician grafted the site because the implant did not obtain primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 22, a failure occurred upon insertion. Clinician grafted the site because the implant did not obtain primary stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.